Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated that a venous sample obtained from patient was tested on an unspecified laboratory instrument with a result of 2.3 inr. One hour and 32 minutes later, patient tested on the coaguchek xs system with a result of 3.1 inr. No action based on the coaguchek xs result was reported and no adverse event occurred. The manufacturer requested the return of the suspect product for evaluation.